Event description:
An ophthalmologist reported a patient developed a central corneal ulcer, left eye, associated with wear of air optix toric contact lenses. Severe pain noted. A small translucent fragment of material was removed from the patient's eye. Treatment consisted of discontinuation of lens wear and prescribed tobrex & celluvisc. The event resolved with no loss of visual acuity.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central non-infectious corneal ulcer." As there was no product returned or lot information provided, no detailed investigation can be performed.